Manufacturer narrative:
The device analysis report is attached. The patient also experienced a skin necrosis at the implant site. This report is submitted on november 20, 2020.

Manufacturer narrative:
It was reported by the clinic that the device will not be made available for analysis. This report is submitted on september 18, 2019.

Event description:
Per the clinic, the patient developed a skin flap infection over the implant site. Treatment with medication (type not reported) was unsuccessful. Subsequently, the patient was admitted to hospital in (B)(6) 2019, to treat the infection (treatment and duration of hospital stay not reported). The infection reoccurred, resulting in the decision to explant the device on (B)(6) 2019. It is unknown whether the patient was reimplanted, as of the date of this report.